Event description:
Report received from the USA stating that the device was "unable to hold the burr," discovered before the procedure. There was a minor delay in the start of the procedure, no specific time available. A spare attachment was available for use. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.